Event description:
Additional information was received from the patient who reported that the pump was explanted/replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from consumer regarding a patient receiving fentanyl (3000 mcg/ml at 240 mcg/day) via an implanted pump. The indication for use was non-malignant pain. On (B)(6), 2025, the patient reported that when they tried to bolus, they were getting ¿no device found.¿ the patient stated that they spoke with a representative this morning early and the representative told them to call the manufacturer. The patient stated that they were worried that their pump was not working and stated that they thought they heard an alarm from their pump. The patient verified they were not hearing an alarm now or since they heard something earlier today. The patient stated that there was another device in their home that had the same alarm. The patient mentioned that they could feel the pump through the skin and the pump was so prominent that they could feel every single part of it. The patient reported that they had lost a significant amount of weight due to a lifestyle change (patient clarified 200 pounds lost) and stated that the pump moved around like a ¿whack a mole.¿ the patient stated that their healthcare provider was aware of the weight loss and the pump movement. The agent had the patient try to connect to the pump over the phone and patient reported seeing "no pump found." The patient tried again and got ¿no communicator found.¿ the patient tried to switch communicator and then saw "no pump found" again. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on (B)(6) 2025, from a healthcare provider via a company representative who reported that the patient experienced withdrawals. Per the reporter, the patient presented for a catheter side port access in the office and the catheter was found to be patent. The pump was unable to be interrogated or programmed with multiple tablets including the newest tablet and software. The pump was not readable. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient was referred to a surgeon for replacement. The surgery was planned but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Electrical over stress was detected within the hybrid circuitry during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H11. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis found that electrical damage on the l334 ic caused high current drain that prematurely depleted the battery causing communication issues with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.